Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported "breast and implant deformity" and capsular contracture baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported, a left side rupture. Healthcare professional additionally, reported "breast and implant deformity". And capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A visual photo analysis of the photographs identified: red particles on the surface of the shell, and no observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported "breast and implant deformity" and capsular contracture baker grade IV. Device has been explanted and replaced.